Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the patient did not have any symptoms. The physician believed that the infection was not device or procedure related. The patient underwent an ipg explant procedure and was placed on antibiotics.